Manufacturer narrative:
Device-b. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, n/a; cartridge condition, n/a and cartridge return batch number, n/a. Functional tests and results: condition of firing trigger lockout, ab good; condition of pinion gear, ab good; condition of short rack, ab good; condition of yoke, ab good and test cartridge batch #, ab k01142. Anlaysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instruments reportedly "did not work properly" during surgery. Instruments were returned in good physical condition. Instruments were cycled, fired, cut, and formed staples within design specification. Shaft rotatation was conforming and jaw opening was conforming when tested. Instruments were disassembled to examine internal components and no deformations could be identified. It was concluded that instruments were fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported the devices were used during a thoracoscopic lung biopsy procedure. It was reported by the affiliate that the devices did not work properly. The jaws of the first device did not open properly when release button was pushed. The shaft of the second device rotates much too freely (can not be positioned on the tissue).